Event description:
The report stated that "it was unable to pace during use." The customer commented that there were no patient complications. Device was discarded at the hospital and will not be returned for evaluation. There was no impact to the patient.

Manufacturer narrative:
The device was not returned therefore an evaluation could not be performed. Three possible lot numbers were reported. A device history record review was completed and documented that the device met all specifications upon distribution lot no. 59033901: expiration date 04/01/2013; approximate age: 4 months; manufacture date 06/02/2011. Lot no. 58901312: expiration date 08/01/2012; approximate age: 13 months; manufacture date 08/21/2010. Lot no. 59023103: expiration date 03/01/2012; approximate age: 6 months; manufacture date 04/01/2011. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time.